Manufacturer narrative:
H6. Review of lot records/ work orders, prior reports. No issues were noted. Patient's pre-existing dissection and operational context may have contributed to the event. The hospital inadvertently discarded the device.

Event description:
Patient presented with rapidly expanding aaa and bp 90/40. Physician impanted bifurcated device and proximal cuff, but was unable to obtain adequate seal due to calcified, angulated neck. Attempted ballooning neck, causing perforation and further hypotension. Converted to open repair, however, the aorta was dissected in multiple areas to the bifurcation (possibly pre-existing). Patient died in the or.